Event description:
The customer states that a physician questioned an axsym bhcg result of 32,000 miu/ml on a patient. The sample retested at 157,000 mlu/ml. The physician was notified of the corrected result. The customer states that no patient treatment was performed as the physician questioned the result. No impact of patient management was reported.